Manufacturer narrative:
The event occurred in united kingdom. It was reported that customer were retrieving a patient for ECMO, the pressures zeroed correctly. When the affected hls set was attached to the cardiohelp the arterial pressure was no longer available, only three dashes on the screen. The used set was replaced and a new set was connected with no consequences to the patient. The patient was infected with covid-19. The product was discarded by the hospital therefore a technical investigation could not be performed at getinge laboratory. However, the reported failure was already investigated in a similar complaint. The most probable root cause could be determined as an electronic malfunction of the pressure sensor. Device history record (DHR) review was performed on 2021-04-20 and there were no references found, which are indicating a non-conformance of the product in question. Following tests were performed on the hls module: - pressure test heat exchanger. - leak test water/gas side. - pressure test blood side. - final functional test. According to the final test results, all hls modules passed the tests as per specifications. Production related influences can be excluded. Based on these investigation results the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. The affected product is no longer available for investigation. A follow up medwatch will be submitted when additional information is available.

Event description:
The event occurred in (B)(6). It was reported that customer were retrieving a patient for ECMO, the pressures zeroed correctly but when the consumable set was attached to the cardio help the post oxy pressure was no longer available, three dashes on the screen. The used set was replaced and a new set was connected with no injury to the patient. Unfortunately, the hls set was put in the bin due to covid. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).